Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tube of the subject device was torn around the connection section of the distal chip. Furthermore it was confirmed that the fractured surface of the tube was rough and there were rubbed traces on the adhesive of the tube. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. Omsc was informed that during a laparoscopic distal gastrectomy procedure, the distal chip of the subject device fell off into the patient's body. The user facility did not notice that the distal chip fell off when the procedure was completed. The fallen tip was found when the user facility conducted an x-ray exam after the procedure. When the user facility found the fallen tip, the patient was still under anesthesia. Then the user facility re-opened the closed wound where trocar had been inserted, and the distal chip was retrieved with a laparoscope from the patient. As of (B)(6) 2010, the patient was recovered.